Event description:
It was reported that during an unknown procedure, the tissue pad was detached outside the patient. According to the account, this may have occurred when the tip of the device was wiped with gauze. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.